Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnostic procedure when the issue occurred, and it was completed as planned by using the hand switch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch would not be able to do cine. During troubleshooting, the fse found that the micro switch in the wired footswitch was defective and worn-out. The fse replaced the wired footswitch. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wired footswitch would not be able to do cine. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.